Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc was not booting, and blue screen of death appeared. To resolve the issue, fse replaced the suite pc, loaded a new license, checked configuration, and checked for additional software upgrades, including vpn. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's suite computer was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.